Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and found that the tube of the water aeration kit was detached. The cse performed a water and chemistry wash decontamination, changed all the probes and drains, and the heterogeneous module pump cassette. The cse then checked all the alignments. The cause of discordant, falsely elevated ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2015-00166 was filed on march 26, 2015.additional information (04/02/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc indicated that the discordant result was a sample specific issue. The hsc could not find any instrument or reagent issue. The customer did not obtain any more discordant results. The cause of discordant, falsely elevated cardiac troponin I result on one patient sample is unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The sample was repeated on an alternate dimension instrument, also resulting higher. The sample was reported as positive to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower. The original sample was repeated on the same instrument, also resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.